Manufacturer narrative:
Correction should have been (B)(6) 2017. Additional information was received that the reason for revision was patient having stimulation in the non-target areas due to lead migration. It was also reported that the patient had a fall.

Event description:
A report was received that the patient¿s reason for revision was migration. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s reason for revision was migration. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician¿s preference. The patient was doing well postoperatively.